Event description:
The patient received his scs system on (B)(6) 2011 with a percutaneous lead. It was reported that the patient was experiencing stimulation in his abdomen. An x-rays was taken and revealed that the lead had migrated. As a result, the patient's lead was explanted and replaced. Stimulation was recovered post-operative.

Manufacturer narrative:
The returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.